Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 183 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit also received with minor scratched display window, cracked reservoir tube lip, cracked belt clip slot, and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.